Event description:
The customer reported that while responding to a patient with a mi (myocardial infarction), their device was having an issue with the transmit on-screen menu not staying on the screen and the user had to select the button several times before the function started to work. The customer indicated that once they were able to transmit the electronic patient record, they were in the process of moving the patient into the transport vehicle and observed that the transmission screen came up on its own. Once this occurred, the device reportedly locked up and could not be used. The customer then transferred to a back up device with a minimal delay and continued patient care. The patient did not suffer any adverse effects during the reported event. There was no further information of the patient event provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.